Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level went as high 520 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for high blood glucose was performed. Customer performed and passed the high pressure test. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose levels per healthcare provider¿s instructions. Additionally, the customer's sensor was not updating with the sensor glucose readings properly. Troubleshooting for this issue was completed but was inconclusive. The sensor will be returned for analysis.